Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012 manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there were issues with histoacryl flexible packs. Ampoules of glue were noted to have cracked or broken inside the pouch; the exposed glue became crystalized and the product was not usable. This incident did not cause or contribute to serious injury or a delay in surgery. There was no additional intervention mentioned. Additional information was requested. Associated medwatches related to this complaint: 3003639970-2019-00276.

Manufacturer narrative:
Investigation: samples received: 37 unopened pouches. Analysis and results: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4) of this code batch. There are no units in stock in b. Braun surgical's warehouse. We have received 37 closed samples. We have checked all these closed samples received and we have found 3 ampoules with leakage signs. These three ampoules received have been optically evaluated and a crack at the base of the neck in two of the ampoules that corresponds to the injection point has been located. Please refer to the enclosed pictures. A review of the batch manufacturing record of this product shows no deviations have been found and the results of the product before releasing fulfill b. Braun surgical requirements. Final conclusion: taking into account that the results of the samples received do not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of failure in some of the samples received. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. The device history record has been reviewed. The DHR was released on 2017-01-30 without deviations. No corrective/preventive actions needed.